Event description:
It was reported that the customer would alarm with unexpected restart as a message after the customer would change the battery. Customer's blood glucose was not known. The insulin pump had not been stored or not in use for an extended period of time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.